Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro c-ring loop came apart. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lot numbers 25134049, 25134161, and 25135508, the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for evaluation. Although it was mentioned that the failure was noticed when setting up the room before the patient was in the room, signs of clinical use and evidence of blood and charred tissue were observed. Blood was observed on the c-ring, the metal wire and scope wash tubing. Blood was also observed on the cannula and handle. During visual inspection, the plastic c-ring on the cannula was observed to have been melted and cut in half longitudinally between the flanking curved areas. The scope wash tubing and the c-ring and the metal wire and c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device, the reported failure "break" is confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro c-ring loop came apart. A replacement device was used to complete the procedure.